Event description:
It was reported that the user stopped using the ilet pump, alleging it was delivering too much insulin and expressing frustration with the device. Symptoms included hypoglycemia consistent with low glucose events. Outcomes included the need for oral glucose intake. Troubleshooting and education were completed with the user. Investigation included a review of the reported event and user feedback. Investigation of this case revealed that the cause of the hypoglycemia was unclear. It was concluded that the event was user-reported hypoglycemia with an undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.